Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie c1 pocket 2.2 and pocket 5 were failed to recover. The user performed a 7 minute shutdown and also a 10 minute shutdown, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie c1 pocket 2.2 and pocket 5 were failed to recover. The user performed a 7 minute shutdown and also a 10 minute shutdown, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main 2.2 cubie in pocket c1 was failed, and the main pocket 5 also failed. A field service engineer removed and inspected both drawers, checking the back of each drawer and verifying all connections and replaced the interface controller cards and the controller cards for drawers 2.1 and 2.2 and rebooted the unit and performed drawer configuration along with full functional testing to resolve the issue. The system functioned as intended after the field service engineer repaired the device.